Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen stayed black in an arctic sun device. Per review of wo on (B)(6) 2025, there was no patient involvement. Per follow up information received via task on 12mar2025, the device would be sent to task management for repair. Device has not been serviced yet. Per sample evaluation results received via task on 25mar2025, it was reported that there was an electrical safety test failed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed power cord. The device was evaluated upon receipt. Electrical safety test failed due a too high earth bont value 480 ohm. Replaced the power cord. This solved this problem and electrical safety test passed without problems. Device passed functional test, calibration, and electrical safety test. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen stayed black in an arctic sun device. Per review of wo on 07mar2025, there was no patient involvement. Per follow up information received via task on 12mar2025, the device would be sent to task management for repair. Device has not been serviced yet. Per sample evaluation results received via task on 25mar2025, it was reported that there was an electrical safety test failed.